Event description:
Upon transfer of the pt, one of the composite hooks on the sling bar broke and the pt fell back onto the bed. No injury was reported.

Manufacturer narrative:
(B)(4). Broken sling bar was returned to MFR for analysis. Supplementary report will be submitted.